Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when they plug it into the tower there was no picture during an inspection for use involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed and found black image. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary water flow with white residue. A definitive root cause could not be identified. Based on the results of the investigation. The most likely cause is due to damaged plug unit, component failure due to stress of repeated use, external factors, or handling. In addition, the root cause of the white residue in the auxiliary water flow could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.